Manufacturer narrative:
No issues found with the product. Unit is functioning properly.

Event description:
Provider alleges the consumer was riding in the chair when another resident stumbled in her way. The consumer panicked, allegedly hit the corner of a wall and the chair allegedly flipped backwards with the consumer in it.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer was riding in the chair when another resident stumbled in her way. The consumer panicked, allegedly hit the corner of a wall and the chair allegedly flipped backwards with the consumer in it.